Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Additionally, it was also reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.